Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was in the 300's mg/dl and sometimes over 400 mg/dl. Customer declined high blood glucose troubleshooting. It was unknown if the auto mode was active at the time of incident or not. The insulin pump will not be returned for analysis. Frn-mmt-326-rsvr, unomed set.